Event description:
Healthcare professional reported exchange from textured to smooth due to concern with the product. Later healthcare professional reported rupture diagnosed via MRI. This record is for the left side. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.